Manufacturer narrative:
Device and implantation details unavailable, additional information has been requested but not been made available as of the date of this report, this report is submitted on february 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's device was explanted (date not reported) due to infection. The patient was re-implanted with a new device.